Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced a high blood glucose level of 527 mg/dl. The customer reported a no delivery alarm. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The current blood glucose level was unknown. During troubleshooting the issue was resolved by an infusion set change. The customer declined troubleshooting for the high blood glucose level. The parent states having recurring bent cannulas within the last several weeks. The insulin pump will not be returned for analysis.